Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had display not closing issue. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non reportable event as the complaint was related to minor artifact of display failure and there was no other malfunction observed related to the device. As a result, no follow up emdr is necessary. Please cancel in your database.